Event description:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The dreamstation auto CPAP device was returned to a third-party service center as no longer needed. During the evaluation, tobacco contamination was found in the device, and it was recommended that the device be scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The dreamstation auto CPAP device was returned to a third-party service center as no longer needed. During the evaluation, tobacco contamination was found in the device, and it was recommended that the device be scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has passed away. There is not allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.